Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because segments missing was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 found during the log review was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Follow up with the nurse revealed that the patient was transferred to hemodialysis. The transfer to hemodialysis was unrelated to peritoneal dialysis therapy. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample availability and the lot number of the sample is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report a system error (se)2240 alarm(indicating air) on the homechoice device. The homepatient (hp) stated that he disconnected when he had the se alarm and then turned the device off. The cg stated that the hp was not feeling good and that he insisted to have another hc. The technical service representative (tsr)arranged the swap.